Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that on (B)(6) 2018 at 06:05 a.m., customer received a reading of 78 mg/dl on his adc blood glucose meter which he considered low and experienced dizziness. Customer self presented to a hospital and upon arrival, a reading of 400 mg/dl was obtained on a hcp meter. Customer was diagnosed with severe hyperglycemia and treated with 55 units of levemir injection (insulin detemir) and one shot of fast acting insulin by the healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The DHR (device history review) for the freestyle strips was reviewed and the DHR showed the strips passed all tests prior to release. Retain testing was performed and all units performed within specification. The freedom lite meter was returned and determined to have satisfactory control solution testing result and no other issues were identified. Therefore, no further investigation activities were performed for the freedom lite meter. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's wife reported that on (B)(6) 2018 at 06: 05 a.m., customer received a reading of 78 mg/dl on his adc blood glucose meter which he considered low and experienced dizziness. Customer self presented to a hospital and upon arrival, a reading of 400 mg/dl was obtained on a hcp meter. Customer was diagnosed with severe hyperglycemia and treated with 55 units of levemir injection (insulin detemir) and one shot of fast acting insulin by the healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report. (Lot number and expiration date) were inadvertently missing from the initial report.

Event description:
Customer's wife reported that on (B)(6) 2018 at 06: 05 a.m., customer received a reading of 78 mg/dl on his adc blood glucose meter which he considered low and experienced dizziness. Customer self presented to a hospital and upon arrival, a reading of 400 mg/dl was obtained on a hcp meter. Customer was diagnosed with severe hyperglycemia and treated with 55 units of levemir injection (insulin detemir) and one shot of fast acting insulin by the healthcare provider. There was no report of death or permanent injury associated with this event.